Event description:
According to the available information after the catheter was in place for 5 days that catheter was found on the ground and the balloon was deflated. The catheter was replaced.

Manufacturer narrative:
We have received one used sample. After observation we noted that the catheter was cut or tore between the 3 ways. These cut or tore induce a leakage which provocated balloon's deflation. Our subcontractor made an investigation and conclude that " this defect may due to a bad overmolding". Checking the quality database revealed no anomaly in relation to the describe defect. A similar case study was performed based on same item number ab6r20, defect broken over last four year: no similar case was found. To our knowledge/understanding of the event, the prostatic catheter ref. Ab6r20 was placed in a patient multi-operated following cysto-prostatectomy and entero-cystoplasty. After 5 days, the prostatic catheter was found outside the patient, on the floor with the balloon deflated. The catheter had to be replaced under fibroscopy, we assume cystoscopy to check the neobladder before catheter insertion. The catheter replacement was made in difficult condition related to the recent surgeries, possibly due to anastomosis. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information after the catheter was in place for 5 days that catheter was found on the ground and the balloon was deflated. The catheter was replaced.